Event description:
I received a call from medical center just before 12pm today regarding a codman shunt implant that could no longer be adjusted properly. (B)(6) 2015 per rep: recently multiple attempts to adjust her shunt valve we were unable to make the change, the decision was made to replace her shunt valve. Shunt valve could not be adjusted past 11cm.

Manufacturer narrative:
Gtin: unknown as the product code was not provided.upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman, and serial number is not available; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.